Event description:
The south korea customer reported they had found no wash buffer (wb) being dispensed at the beginning of the run. The customer stopped the run and primed the wb line. During the troubleshooting call with agilent, the customer noted the probe was dripping. Slides were not affected. The field service engineer (fse) serviced the instrument and confirmed the probe was dripping. The fse replaced the aspiration and dispense check valve and primed the line which resolved this malfunction. The customer was able to complete staining. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.